Event description:
Customer reported via phone, the insulin pump was having a keypad anomaly, the numbers were ramping up and device alarmed button error. Customer's blood glucose was 80 mg/dl. Customer was attempting to bolus and the numbers kept scrolling up. She doesn't recall any significant events which may have led to the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The insulin pump was also received with cracked case at display window corners, display window and belt clip slot, minor scratched lcd window and with missing end cap sticker.